Event description:
It was reported about a burn after the soprano titanium treatment.

Manufacturer narrative:
Burn on face after soprano titanium hair removal . At this point in time, it's not clear whether the injury will heal completely. Reported as a good will.

Manufacturer narrative:
Burn on face after soprano titanium hair removal . At this point in time, it's not clear whether the injury will heal completely. Reported as a good will. UDI related data quality updates. This supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about a burn after the soprano titanium treatment.